Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation

Event description:
As reported, heard today that patient developed a pseudoaneurysm at access from his case a year and a half ago. Patient felt a pop and came to the doctor to check on it and this is when he discovered this incident. At the time of the original case, the site closed immediately and secondary angio taken with no blush and no extravasation. Additional information received stated that the evar procedure occurred approx on 11feb2021. The pseudoaneurysm could have occurred anytime from the evar procedure on (B)(6) 2021 to the awareness of the complaint on 11 may 2022. The doctor repaired the pseudoaneurysm through an open aaa procedure sometime last month. During the aaa procedure, the radiopaque stainless steel lock was unable to be located. It was also reported that the sheath tried to be inserted but the wire kinked and had to put in a coated sheath and then a 16f introducer sheath to maintain wire position. Once access gained - replaced it with the 19f sheath.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, a patient received an 18f manta device in the right common femoral artery following an evar procedure. Complications were endured withdrawing and exchanging the procedural sheaths. During attempting to insert the 19f procedural sheath, the guidewire got kinked. A sheath and then another sheath had to be placed to maintain guidewire position. Once access was gained, both sheaths were replaced with a 19f sheath. The vasculature was 7.0mm, no calcification or tortuosity with a depth deployment of 3.5mm. Hemostasis was immediate and a secondary angio confirmed no blushing or extravasation. Twelve to fifteen months later the patient developed a complication. The patient felt a pop and came into the physician's office to get it checked, and discovered a pseudo-aneurysm developed at the access site. The physician repaired the pseudoaneurysm through an open aaa procedure sometime last month. It was noted during the aaa procedure the radiopaque lock was unable to be located. The root cause of the pseudo-aneurysm is possibly from the posterior arterial wall being punctured during exchanging and withdrawing the procedural sheaths and the guidewire kinked. A pseudo-aneurysm can go undetected and not cause any complication and can occur because of surgery or trauma. However, due to insufficient information regarding the initial procedure and the follow up intervention, no imaging submitted, the root cause of this pseudo-aneurysm cannot be determined. The IFU was reviewed and confirmed to list the following potential adverse events related to the deployment of vascular closure devices has been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.